Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: observed creases on device. ¿ deflation: not observed. ¿ particles in valve: not observed. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional additionally reported particles in valve, plug strap separated, and creases.

Event description:
Healthcare provider reported patient has textured mammary implants and a right side capsular contracture baker grade iii and that the right implant may also be leaking. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade iii

Event description:
Healthcare professional reported right side textured mammary implant and a capsular contracture baker grade iii and that the implant may also be leaking. Healthcare professional additionally reported "observations made during surgery" of "any creases," "valve area: particles in valve," and "plug strap separated." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: observed creases on device. ¿ deflation: not observed. ¿ particles in valve: not observed. ¿ plug strap separated: not observed. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare provider reported patient has textured mammary implants and a right-side capsular contracture baker grade iii and that the right implant may also be leaking. The device has been explanted.